Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the pump had a failed battery test alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 29.0 mmol/l. She states the insulin pump alarms low battery on the second day. The battery compartment was inspected and no damage was noted. However when a new battery was inserted the pump alarmed failed battery test. The mother then inserted a new battery and the pump did turn on, but there was no troubleshooting performed. The mother requested to perform troubleshooting for the high blood glucose. The customer did not experiencing symptoms. The customer did contact their healthcare professional and does have a backup plan; manual injection. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was performed and passed.